Event description:
When staff opened their laparoscopic cholecystectomy pack, they found the ray-tec were not compatible with the stryker surgicount. We removed the raytecs from the room, obtained compatible ray-tec; all prior to the patient arriving.